Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: jet tube had white foreign objects. A root cause could not be identified. Based on the results of the investigation, the most probable cause of malfunction reported by customer and white foreign objects in the jet tube could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope working channel was blocked and foreign matter was present in the device. The issue was found during a reprocessing. There were no reports of patient involvement.